Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# 0207547929, implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 07-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported via the manufacturing representative that the patient experienced a lack of stimulation after getting the implantable neurostimulator (ins) stuck on a chair. The patient was stuck on a chair and pulled on the ins and leads. The device was interrogated and reprogramming was attempted and the patient did not receive adequate stimulation. The lead was replaced and the patient was reprogrammed and received therapeutic benefit again. The issue was resolved at the time of report.